Event description:
It was reported that the patient had an infection on the left side and there will be a second surgery performed to remove the tmj device at an unknown date. The surgeon stated the corynebacterium is growing out and the patient has nager's syndrome. No other information is known at this time.

Manufacturer narrative:
Surgeon intends to perform a revision surgery to implant new tmj devices.

Manufacturer narrative:
The reported event could not be confirmed as no evidence of an infection, e. G. Operative notes or lab results are received. This patient received bilateral tmj devices and, the surgeon reported that the implant surgery was complicated due to multiple other craniofacial anomalies associated with her nager¿s syndrome, but the results were satisfactory. Later, the patient presented to the surgeon due to granulation tissue at the external auditory canal. The surgeon reported that a sample was taken, which showed the growth of mrsa (methicillin-resistant staphylococcus aureus). The surgeon prescribed antibiotics medication. However, despite the treatment with antibiotics the bacteria continued to grow. The surgeon reported that he had to remove a cholesteatoma, which could have let to contamination of the implant. Since the patient would need to be kept in imf during this time, the surgeon decided to continue to address the situation medically at this point. Overall, the root cause for the infection remains uncertain as no lab results were obtained. The information received does not suggest a device failure, malfunction, or other performance issues. H3 other text: it was discarded.

Event description:
It was reported that the patient had an infection on the left side and there will be a second surgery performed to remove the tmj device at an unknown date. The surgeon stated the corynebacterium is growing out and the patient has nager's syndrome. No other information is known at this time.